Event description:
Related manufacturer reference number: 2017865-2024-34701; related manufacturer reference number: 2017865-2024-34702. It was reported that a patient presented with infection noted on the system and hematoma noted on the device. Cultures were taken but the results were not reported. Surgical intervention was performed on (B)(6) 2024. The patient was stable throughout.